Event description:
It was reported that during a procedure at the user facility a component of the device snapped off. The device's component hit the surgeon in the hand when it snapped off causing discomfort. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility a component of the device snapped off. The device's component hit the surgeon in the hand when it snapped off causing discomfort. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.